Manufacturer narrative:
Date rec'd by MFR: 09aug2019. The manufacturer¿s international service technician confirmed the reported encoder issue. The manufacturer¿s international service technician replaced the front bezel. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Encoder failure was reported. There was no patient involvement.